Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision three days post implant due to a large hematoma associated with the implant procedure. This device remains in service. No additional adverse patient effects were reported.